Event description:
It was reported that the customer experienced high blood glucose levels during the night. The customer changed the infusion set, and the insulin pump appeared to be working, but the customer still did not feel well. Troubleshooting was performed, and the insulin pump did not pass the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.